Event description:
A caller reported a temperature alarm with the pump. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide information regarding this. Technical support advised the customer to revert to multiple daily injections as a backup therapy and arranged for a replacement pump to be sent. The customer agreed to return the malfunctioning pump with a pre-paid label and acknowledged instructions to store the pump before shipping it back to tandem.